Event description:
The reporter stated that the surgeon inserted an aq2017v three piece silicone lens. The lens trailing haptic tore upon insertion into the eye. The lens was cut into pieces to remove from the eye without enlarging the incision.